Manufacturer narrative:
Other, other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Health impact, and evaluation codes: updated. 2 email is: regulatory.responses@icumed.com. One device was received in used condition with the original packaging opened. Per visual inspection, no visual defects were detected. A functional leak test was performed, and the device passed the test. The complaint was not confirmed. A device history record (DHR) review could not be performed as the lot number was unknown. No action was taken since the complaint was not confirmed.

Event description:
It was reporting that air is leaking from the hole where the cuff tubing comes out. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Lot number, expiration date and manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis are in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.